Event description:
It was reported that the left ventricular (lv) lead was a case of an attempted implant due to unable to flushed prior going over, the guidewire broke through the side of the lead resulting in needing another lead. The lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, the lead was forwarded to detailed analysis for further investigation. The allegation of damage or defective was confirmed basing on observation of a punctured hole from the terminal and the puncture was coming from the guidewire entering the tip.

Event description:
It was reported that the left ventricular (lv) lead was a case of an attempted implant due to unable to flushed prior going over, the guidewire broke through the side of the lead resulting in needing another lead. The lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.